Event description:
Same patient as MFR. Report # 3005099803-2008-04139. Retrospective and prospective chart review and analysis of endoscopic treatment by biliary stents. It was reported that approximately 5 weeks post an rx wallstent permalume 10mm x 60mm stent placement procedure, the patient experienced "stent migration and recurrent obstructive symptoms". An endoscopic retrograde cholangiopancreatoscopy procedure (ercp) was performed at which time the physician noted that the stent had migrated to the duodenum. The stent was removed utilizing a forceps and an rx wallstent permalume 10mm x 60mm stent was placed in addition to an unspecified 7fr x 18 cm pigtail gallbladder stent. It was noted that the patient's condition resolved with removal and replacement of the covered wallstent.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information from that review, a supplemental medwatch will be filed.